Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754 lot# serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. Any time the patient was by any kind of metal, like scissors, she was feeling an increase in stimulation. Once it almost dropped her on her knees. This has happened once at home and twice at work. It was noted that the patient worked at a beauty product company. The patient programmer (pp) was used to turn stimulation off and there was some residual shock. One of the instances was when her husband was cutting some of the steri strips away with medical scissors. The shock was reported to be located near the battery and up the back, in the middle, like by the spine. The first occasion of this was about a week prior to this report. It happened once the day prior to this report and the second time was 2 or 3 days prior to this report. The impedances were noted to look great, being 900-1000 ohms on the reference 0. The rate was increased for comfort during the call. It was noted that palpation changes the stimulation a little. The patient was noted to have an insulin pump that was moved to the opposite side of the implantable neurostimulator (ins). It was noted that the patient was not around a known electromagnetic interference (emi) source. The first time she got the shock the stimulation wasn¿t on. The incisions were also noted to look great. When the patient would bend down or twist to the left it would feel like it shut off and then turning to the right would allow the patient to feel stimulation again. This could have been postural. The manufacturer representative was going to meet with the patient again the week following this report. Follow-up was performed to determine how the patient was doing, if the issue had been resolved, if any further troubleshooting had been performed, and if a cause had been determined. This event will be updated if additional information is received.